Event description:
A falsely elevated advia centaur xp vitamin d result was obtained on a patient sample and the result was questioned by the physician. The customer performed repeat vitamin d dilution and neat testing on the patient sample and the results were both lower. The customer provided a corrected report. There was no known report of patient treatment being altered or adverse health consequences due discordant vitamin d assay result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse completed a system functional check and found no system issues that may have contributed to the discordant vitamin d result. The fse verified all probe alignments, probe dispenses, acid and base dispenses, wash sequences, sample pump test, and vacuum check. No conclusion can be drawn. The instrument is performing within specifications.